Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of muscle noise while the patient was washing their hands resulting in delivery of inappropriate shock therapy. The sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.